Event description:
It was reported that a malfunction occurred on the pump, described as malf 12, but no significant events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, which resolved the malfunction. The customer was able to continue using the pump and was advised to contact support if any issues recur.